Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain. It was reported that the patient reported a few different issues. The patient had issues before implant with numbness. The patient noticed numbness in the right leg and has gotten more and more. The patient began having tingling, burning, itching and deep pain on their right side near/above the ins area. The patient has been sent to a doctor to determine what is causing these symptoms. The patient's doctor ordered a myleogram and it was discovered that the leads were disconnected from the stimulator. The patient noticed numbness in their left hand. The patient was to contact their healthcare provider and follow-up. Patient services reviewed the body could be exposed to nickel. The patient called back and stated that they have typed a response letter, but stated that they needed help. The patient stated that their doctor is trying to push a different brand implanted system. Patient services stated that they would need to call the company if they had questions on their device. Patient services verified the reason for the call and stated that they had slowed the use of their device as they were dealing with pain in their own way. The caller reported previous issues and pain. The patient stated that they first had numbness in their left foot and further explained that they had a drop foot and surgeries and had numbness. Patient services called the patient back to clarify information and patient noted that they were unable to walk. Patient services clarified and stated that the patient can walk, but has been clumsy since (B)(6) 2016. The patient stated that last time they called they were redirected to their healthcare provider and the healthcare provider disregarded the conversation. The patient stated that the doctor gave them another injection for the numbness in their left arm. The patient stated that they are still having all the same symptoms as before. The patient wanted to know if the leads should be reconnected, or if the disconnected lead is causing the issues. The patient also inquired about nickel causing an issue if it was left implanted. Patient services verified and the patient stated that they were not aware of any allergies to nickel. Patient services stated that they should not expect issues if they are not allergic. The patient requested listings for a healthcare provider. The patient stated that they have notified their doctor. The patient stated that they were getting injections for the numbness, but the doctor completely put everything else aside with no comments and stated to call the manufacturer. The patient stated that they have since had a cervical spinal injection and have left arm numbness and pain. The patient stated they were quite normal in their activity level until early june 2016. At that time they saw their regular physician who sent the patient for numerous tests and none explained the symptoms. The patient is unsure what led to the changes, but their quality of life and ability to do things has decreased. The patient stated that they are hoping for the removal of their system soon, or having the system fixed. The patient stated that they wanted to know what was causing the issues before they get anything new placed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the spinal cord stimulation therapy was working great but they were getting a pain higher on the back. The patient worked with their pain management who suggested to have a different device implanted. The patient stated they had a cat scan that showed they had discontinuous wires at l3 and they were unable to remove the manufacturer wires to put in wires for a different device though the patient noted they tried all (B)(6).